Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the patient 's fall and alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4114: device not returned. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. The patient had fallen and it caused an open sore on their left hip. The patient laid with an open wound for approximately two weeks. During the revision surgery, the surgeon performed heavy incision and drainage and performed a bipolar exchange for infection control. The following implants remain implanted from the original surgery on (B)(6) 2020: eleos proximal femur (98mm), eleos male-female midsection (110mm), eleos male-female midsection (70mm), and eleos cemented stem (15x120mm). The following implants were revised during the revision surgery: eleos femoral head (36mm, +0mm taper) and a microport gladiator bipolar shell (56mm). No additional information regarding this event has been obtained.

Manufacturer narrative:
The device will not be returned for investigation. The investigation is in process. When the investigation is complete, a supplemental report will be submitted accordingly. Multiple mdrs were reported for this event: #3013450937-2021-00159, #3013450937-2021-00160, #3013450937-2021-00162, #3013450937-2021-00163.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. The patient had fallen and it caused an open sore on their left hip. The patient laid with an open wound for approximately two weeks. During the revision surgery, the surgeon performed heavy incision and drainage and performed a bipolar exchange for infection control. The following implants remain implanted from the original surgery on (B)(6) 2020: eleos proximal femur (98mm), eleos male-female midsection (110mm), eleos male-female midsection (70mm), and eleos cemented stem (15x120mm). The following implants were revised during the revision surgery: eleos femoral head (36mm, +0mm taper) and a microport gladiator bipolar shell (56mm). No additional information regarding this event has been obtained.